Manufacturer narrative:
A customer from (B)(6) reported a misidentification of an isolate as shigella when using the vitek® 2 gn card. The sample was sent to an external laboratory and the identification was not shigella group. The customer originally tested the isolate from xld media after incubating at 35c in air. They thought the isolate was positive in s. Flexneri anti-sera. When the customer received the report of "not shigella" from the reference lab, they pulled the isolate for re-testing and found 2 colony types. They purified the isolate and repeated testing from cled with the same results using the vitek 2 gn card and weakly positive in s. Flexneri anti-sera. The second isolate was sent out for confirmation with the same result of "not shigella". The reference lab used molecular targets to look for relevant genes and all results were negative. The customer does not autoclave their dispensette and does not do sterility checks of their saline, but has found no mixed cultures on purity plates. An analysis of atypical reactions cannot be performed due to the lack of lab reports and a definitive identification of the isolate. The vitek 2 gn lab report will print out the message "confirm with serology" for any identification of shigella. The customer did this, but got a weak positive result for s. Flexneri. It may be possible that the customer is "over reading" the agglutination and may want to contact the manufacturer of the serology test for further help. Without the strain, lab reports, raw data, definitive organism identification, lot number and software version, it's not possible to further evaluate the cause of the misidentification.

Manufacturer narrative:
The investigation was reopened when the customer submitted the strain for evaluation in regards to the misidentification of shigella when using the vitek® 2 gn card. The identification was confirmed to e. Coli with methods such as vitek ms v3.2, ID 32e strip (bgur test positive, which is correlated with e. Coli profile and not with shigella profile). On vitek2 (v8.01), tests were performed from subculture on tsab and cled medium under aerobic atmosphere as recommended. From each subculture, four gn cards were tested with one card from the customer lot (2410353203 called cl1), two other customer lots (2410425103 called cl2 and 2410381403 called cl3) and one random lot (2410545203 called rl) . A very good identification to e. Coli (95%) was obtained with all lots and both media used, except for cl1 with cled medium with a very good identification to salmonella ser. Typhi (95%). The customer result (identification to shigella group) is not reproduced in-house. A review of the customer's "shigella group" reactions demonstrated three atypical negative reactions (bgal, bgur, dsor) for an identification of e. Coli according to gn knowledge base. In-house, these three biochemical tests have never been negative in the same card, which could explain the misidentification to shigella group obtained by the customer. Note: any identification of shigella should be confirmed with another method such as serology. The gn lab report prints the message "confirm by serological tests" for any identification of shigella. The vitek 2 testing produced a misidentification of salmonella ser. Typhi on cl1 (2410353203) with cled media only, which is likely due to the false negative bgur result..

Event description:
A customer from (B)(6) reported a misidentification in association with the vitek® 2 gn test kit. The customer stated that the gn card twice identified an isolate as shigella group although the customer thought it was shigella flexneri antiserum. The isolate was sent to an external lab for confirmatory testing, in which the identification was not shigella, as the cultures were negative for ipah (shigella invasive gene), eae (intimin e.coli gene), stx (shiga toxin genes), aggr (enteroaggretative e.coli regulatory gene) and hila, lacz and ttr (salmonella genes). The customer stated that the wrong result was reported to the physician, as it went out as presumptive positive for shigella flexneri. It was unknown if the patient treatment was impacted. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The customer reported that the correct result was seriously delayed due to confirmation testing being performed twice. The customer did not share the correct identification. The customer reported there were no physical defects or previous problems with the vitek cards. An investigation will be initiated.